Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g6 cgm was offline and never connected to the ilet after changing sensor and transmitter; the transmitter serial number on the ilet was not updated, and once corrected, pairing proceeded and glucose values populated, though the dexcom reading differed significantly from a contemporaneous fingerstick, prompting a manual calibration entry into the pump and education to monitor. Symptoms included hyperglycemia with a highest reported fingerstick of 266 mg/dl and cgm displaying 388 mg/dl, with glucose outside the target range for approximately three hours and no acute clinical effects reported. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included technical review, troubleshooting, and user education regarding correct transmitter entry, pairing, and calibration workflow. Investigation of this case revealed a configuration issue related to an outdated transmitter serial number and subsequent cgm¿fingerstick discordance that was addressed through calibration. It was concluded that the event was attributable to user setup error resulting in initial pairing failure and inaccurate cgm readings relative to fingerstick, resolved with correct serial number entry and calibration, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.